Event description:
IV pump being "high pressure". Unable to obtain a blood return from PICC (peripherally inserted central catheter). Doctor notified. PICC pulled back 1 cm per doctor. Still unable to obtain a blood return. Doctor notified. PICC was discontinued.